Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. Caller stated that the customer was hospitalized in intensive care unit with blood glucose of over 800 mg/dl. Caller stated that the customer lost her quick-serter and she can not insert the infusion set in her body. Nothing further was reported.